Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an inspiris resilia valve was explanted after an implant duration of approximately four (4) months due to infective endocarditis caused by staphylococcus epidermidis. As reported, the infection was declared six (6) weeks after the implant. The surgeon performed a mini thoracotomy to implant the subject device. On explant, a wound on the aortic ring was identified. The surgeon repaired the wound and implanted another inspiris resilia valve in replacement. The surgeon also used a silver prosthesis 30 (for ascending aorta) and a pericardial patch 5x10. Patient was noted to be fine.